Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a reportable malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that a lens was defective. Additional information has been requested and received stating that the damage to the lens was observed upon opening. The surgery was completed by using another back up lens.

Event description:
A non-health care professional reported that a lens was defective. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).